Event description:
It was reported that the catheter broke. A 130 cm direxion hi-flo fathom-16 system was selected for use. During procedure, it was noted that the microcatheter split at the hub and about half way along. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device showed damage in the form of 4 fractures. The fractures were located at the hub, 3.5cm from the hub, 21.5cm from the hub and 53cm from the hub. The device was not completely separated the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter broke. A 130cm direxion hi-flo fathom-16 system was selected for use. During procedure, it was noted that the microcatheter split at the hub and about half way along. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the catheter was discovered to be broken while outside the patient.